Event description:
During remote follow-up, post-paced t-wave oversensing and fusion were observed on the device. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient was in stable condition.